Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. No other information was provided. No adverse patient effects were reported. The associated rv lead was taken out of service, however this device remained in service at the time of procedure and was subsequently removed from service at a later date to an unrelated reason.